Manufacturer narrative:
Alleged failure: cutter detached . The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be debris got caught between the tip and housing causing the tip break. The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the cutter detached from the handpiece and remained in the patients ankle.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the cutter detached from the handpiece and remained in the patients ankle.